Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal on (B)(6) 2012. It was reported that the patient underwent a mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that on (B)(6) 2015, the patient underwent interstim 1 and 2 placement, sling repair, and anterior colporrhaphy due to recurrent sui with sling erosion and fluoroscopy and spot films of the pelvis due to urge incontinence. No additional information has been provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced hematuria.